Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure the physician experienced placement difficulty and was not able to insert the stylet. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the distal conductor of the lead was extrinsically over-rotated. Visual analysis of the lead indicated damage at implant. The analyst noted a fresh 14-52 gray stylet was inserted in the lead and came to an occlusion at 1.6 cm. The occlusion is distorted distal conductor due to over rotation of the helix. If information is provided in the future, a supplemental report will be issued.